Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, reservoir tube and reservoir tube lip and minor scratched lcd window.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 104 mg/dl. Troubleshooting was done. Customer stated that the she was exercising when the button alarm occurred and insulin pump could have been exposed to moisture. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.